Manufacturer narrative:
It was reported, that during pressure sensor testing, the alarm "arterial bubble sensor defective" occurred. The failure was found during maintenance. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation. The sensor panel was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "arterial bubble sensor defective" could be confirmed, but not on the reported date of event. The technician confirmed, that there were no corrosion visible on the sensor panel. A similar failure was investigated by the getinge life-cycle-engineering. An unreliable plug connection on the digiflow mini-board led to the error due to the age of the device and this component sensor panel, age related aspects can be considered as well. The cardiohelp was manufactured on 2018-04-26. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2018-04-26. The review of the non-conformities has been performed on 2026-04-09 for the period of 2018-04-26 to 2026-04-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. N addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas based on the results the reported failure "arterial bubble sensor defective" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The failure was found during maintenance. It was reported, that during pressure sensor testing, the alarm "arterial bubble sensor defective" occurred. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required complaint ID: (B)(4).